Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Correction: section d6b - date of explant should have been blank in the initial report since date of explant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection at the ipg site post-implant. As a result, the patient underwent surgical intervention during which the ipg was explanted with no further complications.

Manufacturer narrative:
Initial reporter phone number: (B)(6).